Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: one syringe seems to have some colored substance on the top of the syringe.

Manufacturer narrative:
Investigation summary: it was reported one syringe seems to have some colored substance on the top of the syringe. To aid in the investigation, four photos were provided for evaluation by our quality team. One photo shows a case box and its label. Another photo shows the packaging blister top web. The third photo shows a strip of packaging blisters. The fourth photo shows a syringe in its packaging blister with discoloration on the plunger rod thumb press. From this photo, it appears to be embedded degraded resin. A device history record review was completed for provided material number 302830, lot number 2040564. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary : it was reported one syringe seems to have some colored substance on the top of the syringe. To aid in the investigation, four photos were provided for evaluation by our quality team. One photo shows a case box and its label. Another photo shows the packaging blister top web. The third photo shows a strip of packaging blisters. The fourth photo shows a syringe in its packaging blister with discoloration on the plunger rod thumb press. From this photo, it appears to be embedded degraded resin. A device history record review was completed for provided material number 302830, lot number 2040564. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: one syringe seems to have some colored substance on the top of the syringe.